Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device error log was provided for review. The log confirmed the error message in the customer's report. This is a transient error condition; this error will be triggered when the error condition happens consecutively. Review of the log showed a low battery recorded for 5 months without replacing the battery. Then there were no more entries due to the depleted battery state. Once a new battery was installed the device powered up. The device was recertified and returned to the customer. Analysis.